Event description:
It was reported that the patient was seen in the emergency room experiencing syncope. It was determined through x-ray imaging that the atrial lead had dislodged. The lead was successfully revised. The patient was noted to be doing well following the procedure. In (B)(6) 2015, the patient was treated in the emergency room for an additional instance of syncope. Upon interrogation, device tested within normal limits.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).